Manufacturer narrative:
At this point in time, we are not clear on exactly the description of the reported product failure mode. We are gathering information towards a clear and concise follow up report.

Event description:
Our rep reports that during a shoulder repair, a portion of the distal tip of an lps electrode broke off into the pt's joint space. The fragment was retrieved and the procedure was completed successfully without further incident or harm to the pt.